Event description:
While attempting to monitor a pt who had collapsed, the device displayed interferencce. The device would not start the resuscitation algorithm. A second device confirmed vf, but resuscitation was uncessful. The pt died.